Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. The customer also alleged that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was not returned with the pump. A test battery cap was able to attach to the pump and power it on. A ¿battery life¿ issue was not duplicated during testing. The black box data did not show evidence of a short battery life. The ump current draws measured within specification. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).